Event description:
Customer reported the insulin pump fell out of her pocket and the device hit the floor, she placed back in her pocket. Customer was going to administer insulin and noticed the device had a blank display. Customer blood glucose was 176 mg/dl. Customer stated the device did not alarm low battery alert prior to the off no power alert. Alarms in the device alarm's history was no power, displayable history crc check failed on startup, unexpected restart, and low reservoir. The device did not have any unattended alarms. The battery cap was not loose, cracked, or damaged. Customer stated he just loosened the battery cap and the device turned back on. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump passed the self test. However, an alarm was found in the history due to corrupted history files. The insulin pump passed the reset error test with no reset error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.